Event description:
Paramedics responded to a person reported as "down for a long time." The pt was connected to the device with disposable defibrillation/ECG electrodes, but according to the reporter, when the operater attempted to switch leads for a quick look, paddles did not appear in the drop-down menu. ECG leads were connected and the pt was diagnosed in asystole. CPR and drugs were administered while the pt was loaded into the ambulance and transported. Later, during transport, the pt was successfully paced with the device while transport was completed to the hosp ed. The pt was not resuscitated but the reporter said the pt's ECG did not convert to a shockable rhythm while the device was in use with the pt.